Event description:
Patient received two treatment sessions a day at an average pressure of 160 mmhg due to atrial fibrillation condition. About 1 to 1 1/2 weeks into treatment the patient developed a cough and difficulty breathing. The patient's oxygen levels dropped daily to 91%. The patient began using an oxygen mask during treatments, without the mask the level was in the 60's. The patient's lungs were assessed and found to be congested, an x-ray was taken. The patient was admitted to the hospital, released and returned to therapy. Similar symptoms returned after one treatment session, patient was readmitted and expired a week later while under hospital care.